Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon receipt of product, there was a hole in the sterile packaging and the outer packaging. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device confirmed the presence of a hole/puncture in both the bottom panel of the corrugated carton box and the pouch containing the sterile product. Device history record was reviewed and no discrepancies were found. The location of the hole on the tyvek shows objective evidence that the guidewire did not puncture the tyvek pouch and the carton but something from the outside punctured it. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.